Event description:
It was reported that were concerns of fracture for this right ventricular lead as it exhibited high out of range impedance measurements. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.